Event description:
It was reported that on (B)(6) 2011 subcutaneous accumulation of fluid was found. An x-ray revealed a catheter tear on the intrathecal side. It was also noted that intrathecal residue was present. The health care provider reported that this patient previously had a catheter break on (B)(6) 2011. The severity was indicated as mild. On (B)(6) 2011 a new itb system was implanted on the opposite side. The new catheter length was reported to be 70.1 cm. The patient was given oral baclofen from (B)(6) 2011 to (B)(6), 2011. After re-implantation on (B)(6), 2011 it was noted the patient recovered. The event was attributed to the catheter tear and there were no overdose/withdrawal symptoms reported. It was further noted that on (B)(6) 2011 an x-ray revealed a catheter prolapse (lumbar spine). On (B)(6) 2011 the catheter drop off was confirmed.the hcp indicated that the prolapse occurred from the upper part of the v-wing anchor in which various problems had been previously found such as tearing and falling out etc. It was noted that the catheter replacement was planned for (B)(6) since the prolapse symptoms were light and receded with lioresal 3t/day. The pump was used to deliver gabalon.

Event description:
Additional information reported that the catheter tear was noted as "serious". Drug therapy intervention was done.

Manufacturer narrative:
Catheter model # 8711 lot# n239086003 implanted: (B)(6) 2007 explanted: (B)(6) 2011 catheter model # 8711 lot# n280651002 implanted: (B)(6) 2011 explanted: unknown catheter model # 8627l18 lot# ngh049912r implanted: (B)(6) 2007 explanted: unknown. (B)(4). Analysis of the catheter revealed catheter body broken.

Manufacturer narrative:
Analysis of catheter (lot#: n239086003) found catheter body broken. One end of the returned segment has an oval shape its cross section view. This indicates the catheter had been compressed. (B)(4).